Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-03989 pertains to the other device. It was reported to boston scientific corporation that two dreamtomes were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, for both devices in turn, during the sphincterotomy part of the procedure, the cut wire broke. The problem occured while inside the patient, but the device was removed intact--no part of the device fell off into the patient. The procedure was completed with another dreamtome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-03989 pertains to the other device. It was reported to boston scientific corporation that two dreamtomes were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6)2012. According to the complainant, for both devices in turn, during the sphincterotomy part of the procedure, the cut wire broke. The problem occured while inside the patient, but the device was removed intact--no part of the device fell off into the patient. The procedure was completed with another dreamtome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
(B)(4) cut wire broke. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found that the working length of the device was twisted and bent and the exposed cut wire was bent and broken. The broken ends of the cut wire appeared blackened. One end of the broken cut wire remained attached to the anchor at the distal pierce hole; the other end had retracted inside the lumen of the extrusion through the proximal pierce hole. The broken sections of the cut wire remained attached to the device. The outer diameter (od) of the exposed cutting wire was measured and found to be within specification. Review and analysis of all available information indicated the most probable root cause for this event was 'operational context,' likely due to the procedural factors/generator settings. The device history record review found the device met all manufacturing specifications.